Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer stated that the insulin pump automatically turned off, so the they changed it the batteries but the pump did not turned on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly. Unable to perform displacement test due to blank display.